Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced. The lead had presented increasing thresholds and undersensing yet therapy was uncompromised. Subsequently a revision procedure was scheduled. During the procedure, it was discovered under fluoroscopy that the lead had fractured and testing revealed intermittent capture at high outputs. No additional adverse patient effects were reported.